Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the patient (pt) went to follow up at the hospital, their battery/stimulation was off. They went to regular control and stimulation was off second time. The patient charged the device with no problem. The patient does not have a patient controller. The patient states that the battery is always charged, and never left discharged. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that during follow up, the battery stimulation was off. There were no identified contributing factors. When the patient goes for a follow-up, it appears that the battery is off. The situation was repeated twice. It charges regularly and has no patient control device. Actions or interventions taken to resolve the issue included the neurologist doing stimulation on the clinician tablet. The issue was not resolved at the time of this report. No surgical intervention occurred or is planned.